Event description:
It was reported that the system has been getting the l4-034 error code during the sample mode in the hhex biopsy procedure. The sales rep was instructed to have the system returned due to error code not diminishing. The pt was rescheduled.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.